Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had spare lamp indicator lited. The issue occured at an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Tac advised the customer that the spare lamp indicator being illuminated indicates that the main lamp failed to ignite. Tac recommended replacing the lamp with an olympus lamp or swapping the lamp and heatsink assembly with another clv-190 unit to further evaluate the issue. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.